Event description:
Pt had a procedure for placement of an amulet left atrial appendage closure devise inserted on (B)(6) 2022 . The device was found to be detached from the original point of origin per tee verification on (B)(6) 2022. FDA safety report ID # (B)(4).